Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. At the time of the report, the contact did not provide further information. Although tandem technical support made multiple attempts to contact the customer for additional information, the customer did not reply to the requests.